Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample received but received two pictures of an used introcan safety fep 18g, 1.3x45mm-us without packaging. The catheter hub was connected to an unknown brand of an extension line. Observed the capillary had been cut off. The broken piece of the capillary was not in the picture. Tear off capillary most likely not appear to be attributed by manufacturing process as the defect is able to be detected and reject by the in-line vision system. Damages induced after assembly process is not possible since the catheter had been protected with protective cap. The actual sample involved in the event was not available for evaluation. Without the actual sample and due to low image quality, the detailed defect feature could not be determined. Hence, this complaint is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: "IV was started in ER on (B)(6) 2023. Unsure of lot number; however, we believe it was a braun brand 18-gauge catheter 1 3/4 inch." Detailed inquiry description: "it was reported that on (B)(6) 2023 a 18ga 1.75in IV catheter broke in a patients arm while being removed. The patient had to be transported to surgery to have the device removed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.